Manufacturer narrative:
Additional information was provided in b.2., d.9., h.3., h.6. And h.11. The lens was returned in a transfer lens case with the mylar information marked out. The facility stated the case used was not the replacement lens. Viscoelastic was observed on the lens. The lens had been cut into two pieces typical of removal. The haptics were intact. No haptic damage or abnormalities were observed. The optic had what appeared to be yag pitting. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported "haptic was not supporting the chamber well" could not be verified. No problem was found. The haptics on the returned lens were not damaged and no abnormalities were observed. It is unknown how long the lens was implanted. The returned optic did have what appeared to be yag damage. The event may have been related to the patient's anatomy. The lens as replaced with a unspecified non-company intraocular lens (iol). Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the exchange was performed due to haptic not supporting the chamber well.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intra ocular lens (iol) implantation procedure, haptic was noted to be abnormal.